Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 11-173662 m2a 38mm mod hd std nk lot 806250; x11-180316 bi-metric/x por nc lat 16x160 lot 370020. Reported event was confirmed by review of revision op notes. Review of revision notes , found that the diagnosis includes infected left total hip arthroplasty, acute left lower extremity deep venous thrombosis, sepsis with coagulase-negative staphylococcus, coronary artery disease, a myocardial infarction, gastritis, anemia, chronic pain and morbid obesity it is noted that there is a blood loss. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, patient required a blood transfusion attempts to obtain additional information have been made; however, no more is available.